Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: date of birth: requested, not provided. A3b: gender: n/a. A5: ethnicity: requested, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that following an angioplasty, an angio-seal was used by the operator. The operator left the catheterization laboratory once the bleeding stopped. However, five minutes later, significant bleeding from the puncture site occurred, resulting in a blood loss exceeding 1000 ml. The operator immediately stopped it by putting in a balloon. The patient was stable before the procedure. Medical or surgical intervention was required due to the patient's injury. The operators immediately stopped the bleeding. There is a direct allegation that the device in question caused or contributed to the patient's injury and necessitated medical intervention. The event occurred post-operative. Additional information was received on 16 may 2024: an 8fr sheath was utilized without difficulty in arterial access, sheath, guidewire, or catheter placement. A pre-deployment angiogram was performed. The device was inserted, deployed, and withdrawn without complications. Initial hemostasis was achieved using angio-seal without any apparent issues. The patient remained stable following surgical intervention and has no history of bleeding disorders. The artery's posterior wall was punctured, and the puncture site was a high stick above the inguinal ligament. The patient was on an unspecified blood thinner. Additional information was received on 26 may 2024: the operator successfully used a balloon to stop the bleeding. The balloon is not implanted in the patient anymore.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was confirmed for bleeding postoperatively. The exact root cause cannot be determined. The likely cause was improper device use, as the puncture was proximal to the inguinal ligament and the posterior vessel wall was punctured. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).